Event description:
A us distributor reported that an electrode belt was displaying a service code, can connection status, "add gel" and "check electrode belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code/can connection status, ¿add gel¿/¿check electrode belt¿ messages) was confirmed due to the cable being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.